Event description:
Dealer is stating that the clients caster tires are worn beyond repair. Client caster bearings are destroyed. The caster vibrate during operation. Power chair will veer off course during operation.